Event description:
It was reported the lt100 was used during several coronary artery bypass grafts. The cin rec'd a written report stating the surgeon is dissatisfied with the performance of the clip on the internal mammary artery during open heart surgery. The surgeon states the clip sometimes severs the artery which is very dangerous for the pt. (Has occurred numerous times).